Event description:
It was reported that failure to deflate, difficult to remove, and a balloon burst occurred. During a fistula case, a 8 x 40 ranger balloon was advanced to dilate the target lesion. The first inflation and deflation went okay, but the balloon would not deflate after the second inflation. The balloon would not pull back into the sheath. A needle was then used to burst the balloon. The balloon was removed intact from the patient. No patient complications were reported in relation to this event and the patient was reported to be fine.